Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient had to charge every 6 hours. The manufacturer representative planned to meet with the patient for reprogramming to reduce the charge interval. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient had to charge every six hours because they ran the ins at a high level. The ma were turned down on the ins. No symptoms or complications were reported.